Manufacturer narrative:
Date sent to the FDA: 06/12/2013. Additional information: in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually examined and no packaging defects were noted. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ajz966, mfg date: 08/01/2008, exp date: 07/31/2013. Batch bbm462, mfg date: 02/01/2009, exp date: 01/30/2014.

Event description:
It was reported that a patient underwent an open distal gastrectomy on (B)(6) 2013 and suture was used. The suture was used to close the rectus sheath with continuous suturing technique. On (B)(6) 2013, the patient experienced a wound dehiscence. The surgeon reclosed the wound with a different suture. The surgeon opines that the patient had a previous tracheotomy so he easily develops abdominal pressure. Additional information requested.